Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but could not reproduce the reported issue. However, via interview with customer it was determined that the bag to vent switch did not work temporarily. Therefore, the bag to vent switch was replaced.

Event description:
The hospital reported that the bag to vent switch is not working preventing mechanical ventilation. There was no report of patient involvement.